Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to find two alarms indicating a communication failure in the logs. Alarms 111, 112, and 116 reflect a communication error. The fse could not duplicate any errors by flexing the coiled cable and the connection to the backplane board. To correct the communication errors, the fse replaced the executive processor pcb and then left the iabp running on a test balloon. The unit pumped for up to 20 hours with no alarms or a shutdown. The iabp passed all calibrations, functional and safety tests per factory specifications. The iabp was returned to the customer and released for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a loud noise and earlier it was displayed an internal communication error and shutdown. There was no harm or injury to the patient and no adverse event was reported.